Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Concomitant catheter MDR #2015691-2019-00366.

Event description:
It was reported that prior to use at pre-test, the balloon on a fogarty catheter failed to deflate. A second catheter from the same lot number was then used; however, the same issue occurred. A third catheter from a different lot number was then used and the issue was resolved. There was no allegation of patient injury. Patient demographics are unknown by the customer.

Manufacturer narrative:
Our product evaluation laboratory received one model 120404f catheter. Blood was visible on the proximal balloon windings. The balloon was inflated with 1.7ml of air and inflated clear and concentric, and did not leak. The balloon free deflation with air was achieved in less than 1 second. The balloon was again inflated using 0.75ml of water and the balloon inflated clear and concentric, and did not leak. The balloon free deflation with water was achieved in 4 seconds. The specification for balloon free deflation time using air was 1 seconds maximum and 4 seconds maximum using water. Catheter body, the balloon latex and both windings appeared to be in good condition. The deflation times with both air and water were within specification. The catheter body, balloon latex and both windings appeared to be in good condition. The customer report of "balloon could not deflate" was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance; however, an engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.